Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The attorney describes the circumstances as follows: regarding the case history, it should be noted that the patient had coxarthrosis on the right. Therefore, the indication for the implantation of a hip tep was given. (B)(6) 2022: inpatient admission. Operation: implantation of a cementless right hip tep. Open reduction and double cable cerclage on the lesser trochanter and spongiosaplasty on the proximal femur. During the procedure (as part of the oblique osteotomy), there is a double defect in the oscillating saw (saw blade adapter), which is why the saw blades have to be replaced twice. The saw blade also breaks off at the locking mechanism. However, the surgeon only notices this later. The broken piece must therefore be recovered. The osteotomy results in an avulsion fracture of the lesser trochanter (due to the saw defect), which is why it has to be refixed with 2 cerclage plates. The distal cerlage dislocates in the further course and has to be replaced again. The patient is fitted with a bladder catheter and is only allowed to put 10% partial weight on the leg. Postoperatively, the endoprosthetic components appear to fit correctly. The patient is in tremendous pain and is therefore given tavor. The catheter is then removed later on. (B)(6) 2023: discharge from inpatient treatment. Follow-up treatment takes place. No special conditions are documented there. (B)(6) 2023 - (B)(6) 2023: outpatient rehabilitation. There is pulling pain in the area of the right hip joint with significantly restricted walking distance. There is also pain at rest, which increases with exertion. (B)(6) 2023: follow-up. A dislocation of the lesser trochanter is detected during the x-ray check-up. The patient receives a certificate of incapacity for work until the end of april. The patient has the following pain, complaints and impairments: 1) medical problems and physical limitations: fracture of the lesser trochanter due to the saw blade fracture, which was reattached to the femur using two titanium wires (cerclage). The hip flexor (psoas iliacus) was not allowed to be loaded for 6 weeks. It was not possible to straighten up from a supine position or to lift the leg while standing or lying down. It is not possible to bend the knee in the supine position, only when walking with a maximum load of 10%. Atrophy of the psoas iliacus, quadriceps, gluteus maximus and medialis muscles, adhered fascia, iliotibial band (knee-hip connection), knee stiffness, oblique internal rotation of the knee 2) restrictions in everyday life and independence: sleeping on the side not yet consistently possible. Car driving not (yet) possible. Walking without forearm supports not yet possible. Standing on the operated leg is associated with pain, so she needs support when dressing and undressing. Climbing stairs is only possible with crutches and not yet possible on both sides. Preparation of meals only possible with one hand using support or a crutch. Necessary medical, cosmetic and nursing care (dentist, orthopaedist, hairdresser, chiropody, aftercare for rehabilitation) only possible with an accompanying person. Sports activities only possible to a very limited extent and with the help of aids and seating. Showering still causes unsteadiness due to lack of muscle strength in the operated leg. Dizziness attacks occur when bending over, therefore hair washing only possible while sitting in the shower or backwards over the sink with assistance. No independent shopping for supplies, banking transactions. No strength to get into shoes alone. Creating suitable seating and reclining areas in the shared living room (shared use of the room as a couple has so far only been possible to a limited extent or not at all). Domestic activities only possible to a limited extent (no hanging up laundry, no carrying laundry baskets, no making beds, turning over mattresses, putting laundry in cupboards/chests of drawers, sweeping, vacuuming, dusting, etc.). 3) restrictions in everyday tasks and activities: can't carry loads (e.g. Water bottles). No gardening possible. Lack of participation in social life. Currently unable to plan vacations. No unrestricted walks in the forest, visits to the swimming pool, saunas. Very rapid fatigue after exertion, massively reduced overall performance. Still has leg lifting weakness - still unable to use all medical training equipment or overcome minor obstacles (leg is immediately crooked). Sexual activity still very limited and anxiety-ridden. The lack of strength restricts movement/activity, resulting in digestive inertia, which can be partially counteracted. 4) mental stress and medical care: additional psychotherapeutic support for trauma management and resource activation recommended, unfortunately there is nowhere to find an appointment in a timely manner and location. Not knowing when muscle strength will really be restored to the extent that the range of movement will at least be the same as before the operation (significant psychological component). 5) financial consequences: loss of earnings due to transitional allowance and sick pay. 6) psychological stress: constant fear of the risk of pressure sores on the heel or back. Severe psychological component, which represents a traumatization and is accompanied by completely unknown emotions, insecurities, fear of loss, fear of the future.